Event description:
It was reported that the patient was hospitalized for heart failure and the clinic was questioning the readings from the cardiomems sensor. A right heart catheterization was performed (B)(6) 2023 to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 10.6 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.1, 33.0, and 33.0 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.